Event description:
Patient is on u-500 regular insulin. Physician ordered a dose of 18 units because that is the marking on a u-100 insulin syringe that she wanted the drug drawn up to, for an actual dose of 90 units of insulin. Patient only received 18 units of u-500 (approximately a marking of 4 units on a u-100 syringe). This is yet another problem caused by the lack of a u-500 insulin syringe. Patient's blood sugar was elevated due to the low dose but eventually was brought back under control. Diagnosis or reason for use: diabetes.